Event description:
The customer reported that no 12 lead ECG signal was captured for the patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the patient. No patient harm was reported. Failure to capture 12 lead ECG signal could cause a delay in patient treatment. It was confirmed that there was no patient incident/injury. Philips is currently waiting return of the lead set for evaluation. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.